Event description:
Healthcare professional reports right side capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
(B)(6). Information contained in this report was previously submitted through [asr/psr/410psr] on 04/22/2019. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Clarification to g3 : the correct aware date on the parent record is 10/25/2022 device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: crease fold observed on the device. Missing shell observed assessed as inconclusive. Observed a broken assessed as surgical damage.

Event description:
Healthcare professional reports right side capsular contracture, baker grade IV. Device has been explanted and replaced.